Event description:
It was reported that a malfunction alarm with code malf 9 occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.